Manufacturer narrative:
(B)(4). Evaluation information: the sample was received for evaluation. A visual inspection did not identify any abnormalities. A functional test to check flow was attempted. The syringe was filled with water and attached to the female luer of the set. The syringe was discharged into the set, but nothing would go through. A pin gauge was inserted into the female luer. This identified that there was excess solvent blocking the connection where the tubing is inserted into the luer. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that one of the leads of a 3 lead extension set occluded. The line was connected to intralipids. This malfunction was reported to have occurred during infusion. It is unknown if there was patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional testing was performed on the device; the device passed underwater pressure testing for leakage but failed clear passage testing due to blocked tubing. The cause was unable to be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.